Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of could not focus was confirmed due to a faulty switch board. Additionally, other evaluation findings include the following: failed leak test due to a cut on the zoom switch, faded serial plate and unique device identifier, and kinks, knots on the video cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide additional information based on the information supplied by the manufacturer and correction based on additional information.

Event description:
The customer reported to olympus, the high definition 3cmos autoclavable camera head could not focus. The issue was found during preparation prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.